Event description:
Pulmonetic systems, inc. Received a call in 2003. The representative reported the following problem: unit shuts down and turns back on by itself. Unit was on ac adapter. Unit was troubleshot in biomedical environment with other ac adapter and condition was duplicated. Unit did alarm and no pt harm was reported. Customer is sure problem is not with ac not sending in ac adapter. Add'l info received on 1/14/03. Event description: vent shutting down and restarting several times with visual and audible inop alarm. Two did witness it. No pt harm. Event occurred in pts home. Accessory used: humidifier.